Event description:
The site reported that during an implant procedure for a light adjustable lens (lal, sn (B)(6) +22.5d) a capsular bag tear occurred. The surgeon stated that the lens was well centered and left it in the bag. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).